Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Once the needle was out of the sheath it cannot be retracted back. Another stent used and completed the procedure. (427960 - MDR#3001845648-2024-00229) additional file opened for broken needle within sheath extender section observed during lab evaluation of the 2nd device returned in relation to pr 427960. This file relates to the failure observed with the 2nd device returned no patient outcome reported.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4).units of lot c2010648 of echo-hd-25-ebus-o were returned opened in their original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). First device returned(B)(4). A proximal kink below the sheath extender was observed. After kink was manually straightened needle was able to advance and retract with slight difficulty. Second device returned (B)(4). Which relates to(B)(4). Device returned with distal end of needle not fully retracted into sheath. Needle handle advanced but needle did not advance any further. Needle removed from device and needle break observed within the sheath extender location as a result of the broken needle observed during the evaluation of the second device (B)(4). An additional(B)(4). Was opened. Clarification was also requested in relation to the answer to q.4 of the standard questions but unfortunately the physician could not recall the details so based on the complaint description and lab evaluation observations it is assumed that the kink below the sheath extender on the first device returned (B)(4). Occurred during the procedure and this is dealt with in the related file (B)(4). Manufacturing records. Prior to distribution, all echo-hd-25-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-ebus-o of lot number c2010648 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051) image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive pressure possibly due to overtightening on scope or needled encountered extreme angulation at some point during procedure during use, the compressive force applied along the needle can lead to the needle bending and if not sufficiently supported can then crumple or kink or break. A CAPA (B)(4). Has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, after review by cirl qe it was determined there is no impact to the effectiveness of the CAPA pr 217973, no new ncr/ CAPA/ sca needs to be raised. Summary: complaint is confirmed based on visual and/or functional inspection. No patient outcome information was shared. Another device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar events. Risk assessment. (B)(4). The risk associated with this complaint is a calculated as severity 1 with a risk category iii. There is no potential for harm to the patient or end-user. There is no requirement to take action to reduce the risk any further because further risk reduction will not have any clinical impact. Trending will monitor if any further action is required.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 20-nov-2024.